Manufacturer narrative:
Device manufacture date - (B)(4): 06/24/2015. Device manufacture date - (B)(4): 04/24/2015-04/25/2015. Device manufacture date - (B)(4): 09/25/2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Lot number: potential lot numbers are: r15i03040, r15f2404, r15d24062, and r15i23113. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non-dehp secondary medication set with duo-vent spike would not allow flow of medication. The set was used with a non-baxter pump. This occurred during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.